Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation of left total hip arthroplasty. A definitive root cause cannot be determined. IFU states, "do not use longevity it highly crosslinked polyethylene liners with components of any system or another manufacturer unless authorized by zimmer biomet." It is unknown if this off-label usage caused or contributed to the reported event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat#: 00625006535, lot#: 62326358 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat#: 00625006535, lot#: 62266785 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat#: 00875705602, lot#: 61460880 56mm o.d. Size kk porous uncemented with multi-holes shell use with kk liners. Cat#: 00625006525, lot#: 6256397 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat#: 00625006530, lot#: 62572407 bone screw self-tapping 6.5 mm dia. 30 mm length. Unk competitor head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 10 years later due to traumatic dislocation. The patient had a competitor head implanted during the initial procedure with a zimmer biomet liner. The liner was removed and replaced during the revision procedure. Attempts have been made and no further information has been provided.